Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check. Upon interrogation, the left ventricular lead exhibited loss of capture. It was noted that the patient was experiencing bradycardia. No device intervention was performed.